Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Baxter's technical svc ctr assisted the home pt in ending therapy early. Per the home pt, they then started a new therapy using the same supplies. No pt injury or medical intervention was associated with this incident, per the home pt.